Event description:
The customer's wife stated that the customer passed away. The customer had been experiencing inconsistent blood glucose levels for one month prior to passing. The customer finally went to the hospital for blood glucose levels above 600 mg/dl. The customer was treated and released. The customer had a stroke at home and his blood glucose levels again went high. The customer was taken to the hospital where he died shortly thereafter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Received the insulin pump was received with a scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. The insulin pump was received without a battery. The insulin pump had a corroded battery tube and battery cap contact. The insulin pump had blank display with original battery cap. Used a test battery cap with no blank display noted. The insulin pump alarmed, cleared alarm and set time and date. Rewound insulin pump. Inserted stopper plug. The insulin pump recognized stopper plug. Check settings alarm. Cleared alarm. Programmed a bolus for reference. The insulin pump passed the functional tests, including the displacement test, rewind, basic occlusion test, occlusion, prime and the excessive no delivery test. The insulin pump had intermittent blank display during the displacement test due to corroded battery tube.